Event description:
During the use of ventilator for assisted ventilation for patient, the machine gave respiratory obstruction alarm respectively at 22:15 on (B)(6) 2022, 4:32 on (B)(6) 2022 and 8:33 on (B)(6) 2022. After noticing the alarm, just when the nurse was about to check the ventilation status of the tubing, the alarm disappeared. The nurse checked the airtightness of the tubing and the ventilation effect, and did not find abnormality. It was speculated that the alarm might be caused by transient respiratory obstruction or sensor defect. Galileo made in (B)(6) 2016. When alarm occurred at 22:15 on (B)(6) and at 4:32 on (B)(6) the nurse checked the airtightness and ventilation effect of the tubing, both of which were normal. After alarm occurred at 8:33 on (B)(6) this ventilator was disconnected and another ventilator was used. The equipment department was contacted for repair, and this event is recorded and reported as an adverse event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to probably be the alarm detection system being too sensitive to the breathing circuit configuration and accessories. There was no patient or user harm.